Event description:
The account alleged the bed exit alarm has no sound when activated. No pt impact.

Manufacturer narrative:
The technician replaced the scale power control board to resolve the issue.